Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant. Through follow-up with the health-care provider, the reason for explant was provided as: "coronary arteries obstructed by valve - too high profile for the patient." Additionally, the surgeon has indicated that the reason for explant was patient related and not due to a device malfunction.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: additional information (e.g. Operative report, discharge summary, etc.) Was requested; however, it has not been provided. Unfortunately, the edwards device was also not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.